Event description:
It was reported that the device delivered inappropriate high voltage therapy and inappropriate anti-tachycardia pacing for a non-ventricular arrhythmia. During follow-up, episodes showing the delivery of the high voltage therapy were not available. An electrophysiology study was performed and it was confirmed that all high voltage therapy was delivered inappropriate due to incorrect interpretation of supraventricular tachycardia (svt). The patient was hospitalized and the device was reprogrammed. The patient was stable and there were no adverse consequences.